Manufacturer narrative:
Failure analysis found broken off reservoir tube lip. The insulin pump had battery tube threads cracked, minor scratched lcd window, missing end cap sticker and cracked reservoir tube. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported via phone call that the insulin pump was damaged. Customer stated the lip by the reservoir compartment broke off, causing the reservoir to fall out. Customer's blood glucose was unknown. The customer stated the tubing got caught on a drawer, pulling the reservoir out of the insulin pump. It was also found the plastic that houses the insulin was also chipped off. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.